Event description:
During a whipple procedure, at some point the generator read "instrument malfunction." Cord change - no help. Generator change - no help. Disposable was changed and the device worked. There was no reported patient consequence and procedure was finished with another device of the same product code.